Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer stated that she had coronoid artery surgery and the infection caused the high readings. The customer was assisted with successfully changing the basal rates. The customer was advised to monitor blood glucose and to call anytime for further assistance as needed.